Manufacturer narrative:
Additional information was received on 09-oct-2025. The generator ablation parameters and thresholds used was 50 watts for rf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the patient experienced a stroke which resulted in a thrombectomy being performed. It was reported that the procedure went well; there were no abnormalities or specialties were detected during the procedure. Posterior line was done with pfa, and anterior line with radio frequency (rf). After the patient was not in the lab anymore, he had a stroke. Additional information was received on 01-aug-2025. The patient had an episode of vomit after the procedure and once in the ward, he had difficulties in moving arm and leg. The mouth as well had kind of akinesia. The neurovascular interventional ep did a thrombectomy, but he could not find any thrombus. Instead, he found a whitish fibrinous material. The physician thinks this could be a "piece of septum that might have been scratched during transseptal or during exchanges (at least twice) of the vizigo". The physician remembers that she had to get in and out from the septum at least twice and with some difficulties. It was reported that the stroke was not due to catheter or technology. The act was >300 as per recommendation and the ablation procedure went well. The patient recovered; however, symptoms remained greater than 24 hours and a stroke was confirmed not a transient ischemic attack (tia). Additional information was received on 21-aug-2025. The physician¿s opinion on the cause of this adverse event was that it was not due to the catheter or the ablation. It happened during the transseptal puncture (tsp). The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. The same de thmcl smtch sf, bi, tc, d-f catheter was used to perform both rf and pf ablations on this procedure. Two transseptal puncture sites were performed during the procedure. The type of ablation energy delivered/performed for each group was pf posterior and inferior, and rf for anterior and roof. The force sensing ablation catheter used was de thmcl smtch sf, bi, tc, d-f. The force visualization features used were vector and visitag. The visitag module parameters for stability used was time. No additional filter was used with the visitag. The color option used prospectively was force. The neurological impairment event was cerebrovascular accident (cva) / stroke. Imaging was done to diagnose to rule out a stroke, and a symptomatic neurological issue was observed. The patient¿s symptoms are resolved. The patient did not have a history of stroke. No observations of intracardiac excessive microbubbles observed via ultrasound, excessive impedance or errors noted during the case. The patient¿s rhythm during ablation was afib. The type of electrophysiology procedure performed was redo procedure. The arrhythmia treatment for this procedure was persistent afib (psaf). Pre-ablation thrombus check was performed. The patient did not have any anatomical abnormalities.